Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the gasket on the five mm trocar tore during the case. Due to excessive escape of pneumo, the surgeon had to stop the case, replace the bad trocar and then finish the case. There was no consequence to the pt. The product was out of a laparoscopic cholecystectomy tray.